Event description:
It was reported that the patient was referred for surgery on (B)(6) 2013 due to high lead impedance which was observed by the treating vns physician prior to date of surgery. X-rays were not taken. The patient's father reported that the patient sometimes falls, but it was unknown if that happened in the same time of the impedance issue. The father was unable to remember specific trauma. Product analysis for the explanted generator was completed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of the internal device data revealed that the chance in impedance from 2299 ohms to >10,000 ohms occurred approximately on (B)(6) 2012. The as-received setting of the generator in the product analysis lab revealed the device was turned off.

Event description:
It was reported that on the day of the patient¿s generator replacement surgery on (B)(6) 2013, high lead impedance was detected before the replacement. The surgeon opted to replace the generator to see if it resolved the issue, but diagnostics still revealed high impedance with impedance value of >10,000 ohms. The surgeon did not want to perform a full revision, so the patient's replacement generator was left off at that time. The explanted generator was received by the manufacturer on (B)(4) 2013. However, product analysis has not been completed to date. The return product form indicated the reason for replacement as ¿lead discontinuity.¿ attempts for additional information from the patient¿s neurologist are in progress. It is unclear if the high impedance was observed prior to the date of surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Review of manufacturing history records. Review of lead manufacturing history records confirmed all quality tests were passed prior to distribution.